Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that two stents were implanted successfully and it was believed that a third promus stent was also implanted successfully. However, it was noted there were two bad angio results, but was thought that the stent was placed successfully. After the cause, while cleaning up the back table, the third promus stent was found still in the packaging; it had come off of the balloon. The patient was taken back into the procedure room and a 4.0 x 28 mm promus otw was implanted. The patient is fine. The technician that prepped and removed the stent from the packaging did not feel any resistance when pulling the yellow plastic covering off the end of the stent. No additional event or patient information is available. Your are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. The promus instructions for use states, prior to using the promus everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.